Event description:
A gore tag thoracic endoprosthesis was implanted into a pt with an infected aorta on an unknown date. The pt was seen for chest pain and bleeding in the lungs. The infection had spread throughout the aorta and the graft. Antibiotics were administered during the procedure. A reintervention to reline the original device was performed as a palliative measure in 2008. The pt was discharged to the family and will continue to be monitored.

Manufacturer narrative:
A review of the mfg records could not be conducted at this time. Further investigation is pending. The pt presented with an infected aorta and was treated with a gore tag thoracic endoprosthesis on an unknown date.